Event description:
The customer reported that the device jaws would no longer open during hysterectomy. Tissue around the jaws was resected in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.